Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "capsular contracture baker grade 2", "the breast is hard but retains normal appearance", and "perspiration of silicone". Healthcare professional later reported "intracapsular rupture, silicone perspiration and stage 2 capsular contracture". This record is for the left side. The device was explanted and replaced with another manufacturer's device. The device will not be returned.